Event description:
It was reported that the core impaction drill heated up during a case. A back-up device was used to complete the procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was discovered within the bearings. Corrosion can lead to increased friction between rotating components, which can cause heat to be generated.